Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va0y3fd, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Date of event is an approximation. The date the loss of efficacy began remains unknown. A follow-up report will be sent if the date of the loss of efficacy becomes known.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a loss of efficacy. On (B)(6) 2017, they had a lead replacement surgery. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0y3fd, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Date of event is an approximation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the loss of efficacy started in (B)(6) 2016. The loss of efficacy was caused by the lead moving after a fall. It was noted that replacement of the lead resolved the issues.